Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: the tip of the device was observed to be fractured and the device threads were found to be jammed. Functional inspection: device was found to be jammed. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The field representative reported that a power driver was used during reduction and that excessive torque may have been used to correct the scoliosis patient. According to the mesa surgical technique, the crickets are to be tightened using the size 25 screwdriver shaft and a handle; not a power drill. The cricket likely jammed due to excessive force that was used during reduction using the power drill. Additionally, reduction maneuvers associated with complex deformity surgeries may focus increased loading to the reduction jack cricket.

Event description:
This report summarizes one malfunction event where the tip of a mesa 2 reduction jack cricket "broke" intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.